Manufacturer narrative:
Update to the component code grid, evaluation results grid and the conclusion code grid.

Event description:
It has been reported to philips the device failure to pace while in use.